Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that a fire occurred after applying coag energy for the first time during the surgery. This occurred right after the start of procedure. The surgical site had been disinfected before the surgery, then the sterile drapes were put on in the operating field. Before cutting the skin, the surgeon performed another disinfection of the surgical site using betaseptic. Right after that the surgeon started cutting the skin using a scalpel. When he started coagulating with the pencil, the pt's knee caught fire. The fire was extinguished and another pencil was used to complete the procedure. The pt suffered first and second degree burns on his knee.